Event description:
It was reported the customer had issues with their reservoir. The customer also reported their insulin pump was not able to deliver insulin. It was also found the customer could not deliver insulin manually with a push plunger. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).